Event description:
It was reported that a device tear occurred. During preparation of an opticross ic imaging catheter, it was noted that the sterile bag used to enclose the motor drive unit was torn. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
The device was returned in an unopened pouch bag which showed no signs of manipulation or alterations. The sterile bag was not returned for analysis.

Event description:
It was reported that a device tear occurred. During preparation of an opticross ic imaging catheter, it was noted that the sterile bag used to enclose the motor drive unit was torn. The procedure was completed with another of the same device and no patient complications were reported.